Event description:
Procedure type: colorectal. According to the reporter: consultant advised the rep that she had an issue with the suture causing dehiscence, 2-7 days post operatively. Little detail is known. Pt had to be re-closed. (Lot number involved could be b2g0470x, b2e0832x, b2g0471x, b2d0534x, b2g0195x.)

Manufacturer narrative:
(B)(4).